Event description:
Litigation alleges that the patient suffers from pain, weakness, decreased range of motion, difficulty with activities of daily living such as walking and standing, and elevated chromium and cobalt ions. It is also alleged that testing revealed a fluid mass and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, weakness, decreased range of motion, difficulty with activities of daily living such as walking and standing, and elevated chromium and cobalt ions. It is also alleged that testing revealed a fluid mass and metallosis. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear